Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The field service representative (fsr) was troubleshooting a leak inside the architect c4000 processing module. During this activity, liquid splashed from the external waste pump while the fsr was reseating the connector between the tubing and the external waste pump. The liquid splash contacted the fsr¿s face, hands, eyeglasses, and clothing. At the time of the incident, the fsr was wearing personal protective equipment (ppe), including eyeglasses, a lab coat, and gloves. There was no medical treatment was required or provided by a physician. There was no impact to the operator, and no patient involvement.